Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device blew the 2a fuse on the battery pack. The complainant indicated that there was no pt involvement in the reported failure.